Event description:
The user facility reported that while treating a focal lesion in the left superficial femoral artery (sfa), a percutaneous old balloon angioplasty (poba) was attempted to complete the procedure. A dissection occurred and it was decided to cope it by implanting a misago. A misago was inserted up to the lesion, but the thumbwheel could not be unlocked. It was attempted to unlock the misago with a lot of force but failed. The misago was not used. Another brand's product was used to cope the issue. There was no death, injury, or medical or surgical intervention required. The procedure was completed successfully. The patient was not harmed. The event occurred intra-operative.

Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. In the deployment handle assembly process of the involved product, when each material (thumbwheel, spring [mechanism for unlocking the thumbwheel], release wire and anti-kinking sleeve) is combined, it is confirmed with the image device. If each material has been properly installed, the image is kept in record. Review of all image record of the involved product/lot number combination confirmed that there were not any indications of anomaly in them. In the shipping inspection of the involved product, it is confirmed that the thumbwheel of deployment handle can be unlocked. Review of the involved inspection record of the involved product/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product/lot number combination from other facilities. No anomaly was confirmed in the relevant manufacturing record and the shipping inspection record. Since the actual sample was not returned, the event described in this complaint could not be confirmed, and the cause of occurrence could not be clarified. Review of the manufacturing record and the shipping inspection record of the involved product/lot number combination confirmed that there were not any indications of anomaly in them. IFU states: "grasp the deployment handle firmly and depress the thumbwheel until it clicks." (B)(4).